Event description:
It was reported that during a sleeve gastrectomy procedure, during the first firing the tissue was cut but the staple line didn't form correctly. After that they continued with the procedure with the same device and a new reload and it worked fine. They also used a manual suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the device was received in good visual condition and with an tr45g reload loaded in the device. The reload was received fully fired and in good visual condition. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). A photo was returned for review. Ees field quality engineer reviewed the photo and provided the following summary: "based on the event description, device and cartridge analysis results and the fact that there were no responses to the follow-up questions at the time of this analysis. I cannot with any confidence provide a potential root cause. The open/non formed staples visible in the lower middle section of the tissue remnant are representative of staple forms produced when firing on tissue that was too thick for the cartridge selection and/or the results of insufficient compression time before firing. This type of staple form would tend to occur in the distal portion of the staple line. Based on what I can seen and taking into consideration that the event occurred on the first firing of a sleeve gastrectomy, with an (B)(4). Pure speculation would be tissue was too thick for the device to maintain the appropriate tissue gap in the distal portion of the staple line. Based on information available and the fact that the photograph, in my opinion, shows more than one staple line containing malformed staples, no conclusion as to what happened can be determined."